Manufacturer narrative:
(B)(4). The batch card(s) for t he complaint lot(s) was reviewed and all passed qa inspection. No physical investigation or assessment has been conducted on the defective catheter as no actual or representative sample was returned for investigation. In the absence of any actual or representative sample, further investigation could not be conducted to identify the actual root cause therefore, this complaint could not be confirmed.

Event description:
It was reported that the female patient removed her catheter twice by pulling on it. Twice it broke in the same place, at the y junction between the tube and the tip of the catheter. Clinical consequences: the second time the catheter got stuck inside patient's bladder.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the female patient removed her catheter twice by pulling on it. Twice it broke in the same place, at the y junction between the tube and the tip of the catheter. Clinical consequences: the second time the catheter got stuck inside patient's bladder.